Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. If new information is available, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diversion device could not be opened at a certain place and was ¿commented¿ as being hard during deployment during an embolization procedure for a cerebral aneurysm measuring 12mm. The medtronic flow diverter and microcatheter were replaced, and the procedure was completed with no further complications. The patient¿s vasculature was moderate in tortuosity. No patient injury was reported as a result of the event. The aneurysm was unruptured and saccular. All other details of the aneurysm were unknown